Manufacturer narrative:
The customer reported a physician questioned the sodium, potassium, and chloride results for a patient sample when using alinity c ict sample diluent, reagent lot 29262un22 on the alintiy c processing module, serial number (B)(6). Return testing was not performed as returns were not available. File sample analysis was not performed. As part of troubleshooting, the sample was re-spun and retested giving higher results that were similar to results using a new sample. Qc was acceptable, indicating the assay is performing as expected. A precision run was acceptable, and retest of other samples run around the same time of the issue found no other discrepancies. Customer suspects pre-analytical cause of issue. Review of complaint and trending data did identify other complaints related to the issue, however upon further investigation it was determined there were no related trends or issues for the product. A device history record was reviewed and did not identify any non-conformances or deviations related to the product and complaint issue. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency was identified for alinity c processing module, serial number (B)(6).

Manufacturer narrative:
All available patient information is included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a falsely depressed sodium result for a patient sample when running on the alinity c processing module. The patient was in the outpatient lab for routine blood work and the physician questioned the low sodium result. The patient then went to the emergency room to be redrawn for re-testing. The following data was provided: sid (B)(6). Initial results: (units of measure: meq/l = mmol/l): sodium: 104 (sodium normal range 136 ¿ 145). Same sample repeated after re-centrifugation (units of measure: meq/l= mmol/l): sodium: 143. Sample drawn in the emergency room (units of measure: meq/l = mmol/l) sodium: 141. The customer stated other chemistry tests performed initially on this patient correlated with the re-spun and redrawn sample. No medical treatment given and no impact to patient management reported.